Event description:
It was reported the gastrointestinal videoscope was incorrectly reprocessed by not being pre-cleaned, wiped down with a lint free cloth or sponge, not using the air/water cleaning adapter, and having the air suctioned for the required time period. The event occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4#1, d8, g1, h2, h3, h4, h6, h11. The device was not returned to olympus for inspection; however, endoscope support specialist was dispatched to perform the inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the reported malfunction was failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.